Manufacturer narrative:
H6: updated investigation findings and conclusions codes.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2021 the patient presented with paroxysmal atrial fibrillation and was treated in the emergency room. Medication changes were made.